Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ICD was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. It was also reported the ICD was unable to be interrogated due to a suspected depleted battery. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional environmental testing was performed to recreate a potential hybrid failure. The hybrid was subjected to 85c / 85% humidity for 168 hours while powered to 3.2 volts. No abnormal current condition, prior to or during the 168 hours of environmental testing, was observed. No hybrid or conductive anodic filament (caf) related anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device was inconclusive. Hybrid analysis revealed the device lost telemetry and function due to a severely depleted battery. The cause of the depletion was not determined. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition and no hybrid anomalies were observed. Battery analysis revealed no evidence of an internal short to account for the premature battery depletion. Backlit images of the anode found uniform lithium depletion with intact, thin lithium across the anode, typical of that found in depleted batteries. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. If information is provided in the future, a supplemental report will be issued.